Event description:
The customer reported that the system went to the max technique for abdominal fluoroscopy and the image was not readable. Rebooting the system restored the system to normal operation.

Manufacturer narrative:
(B) (4). The customer ordered a replacement high voltage cable to replace intermittent video lines. He replaced the hv cable and verified that the video was stable and the x-ray hv arch test pass. The system is functioning as intended.